Manufacturer narrative:
Vyaire medical file identification: (B)(4) . H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device worked fine until the 14-15th hour when they heard a loud high-pitched whistling sound and the piston stopped (a050402 gas/air leak). No patient harm was reported.